Event description:
Possible malfunction of respirator related to patient's death. Patient had cardiac bypass on 7/17/92. She continued to improve on vent. Pts cardiac monitor went off and patient coded on 7/23/92. Pt resusciated and coded again and subsequently died on 8/15/92. There were two possible malfunctions of the respirator. It was discovered the alarms did not go off, and the reset button had been tripped. Bio-med invesitgated, but it could not determine the causation of the probable malfunction, or recreate the samedevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: inserviced by biomedical engineering dept. Staff, other. The device was not destroyed/disposed of.